Manufacturer narrative:
Please disregard the information in the previously reported medwatch. Cr-79742 is a duplicate of cr-79745 as per new information received from the customer. The issue was with the roller pump when it did not power up, the heart lung machine (hlm) base powered on as expected. This was already reported in cr-79745. Please reference cr-79745/ MFR#1828100-2020-00447 for further information. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The perfusionist stated the system had gotten wet, per the fsr, the hlm was dry during testing. All system calibrations and operations were checked. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) did not light up when a roller pump was plugged in. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.